Manufacturer narrative:
Info has been received from the dr which indicates the plate was used for a proximal femoral osteotomy. Dr also confirms the pt was non-compliant with respect to the non-weight bearing instructions. Info received indicates the device was sent for an independent evaluation. There is no indication that the device will be returned to the MFR. No evaluation was performed as the device was not returned. Therefore, no conclusion could be drawn.